Event description:
A report was received that a trial patient had a bump at the lead site. The trial continued and was successful but the patient had developed an infection. The physician believes the infection was due to the adhesive tape used.

Manufacturer narrative:
Additional suspect medical device components involved: model#: sc-2352-50e, serial#: (B)(4), description: trial linear 3-4 lead, 50cm. The trial leads were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that a trial patient had a bump at the lead site. The trial continued and was successful but the patient had developed an infection. The physician believes the infection was due to the adhesive tape used.

Manufacturer narrative:
Additional information received indicated that the patient did not have an infection, rather an allergic reaction to the tape that was used. The patient's rash and irritation have cleared up. The patient is reportedly doing well.